Event description:
During poly removal, cautery noise noted. Cautery cord removed from instrument, noted severed cord at instrument. Dr. Notified of incident. He checked colon for damage, none noted. No burns at cautery pad site. Cord removed from procedure room. Biomed notified.